Event description:
N/a.

Manufacturer narrative:
Dermatome s6 (ID dp0010) was returned for evaluation. Failure analysis - received model s6 replacement hand piece s6-rh-103 without the guard and the dermatome cord. This unit passed the first function test measuring (.15 amps) without failure. The head calibration was found of tolerance on all critical calibration points. Head assembly found out of tolerance on all calibration points. The knob was found with damage on the top edge and is sitting against the calibration plate, the cap is out of position from the impact. Gauge bar is also loose inside the bar slot. Hand piece assembly found in working condition with moisture damage to all internal assemble. Hub and bearings are oil depleted worn, worn components from excessive time on service. Root cause - excessive time in service, 13 years old with no repair history. The following list of failures led to all reasons for return are damaged head assembly, damaged and worn components, motor corrosion, end cap corrosion, worn components and calibration is out of tolerance. Bad calibration would lead to hand piece failure. Damaged oscillating pin from the overuse of pin.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a dermatome cut too deep and have an intermittent connection causing patient injury. No additional information has been provided.